Event description:
It was reported that the patient had bilateral joints placed. Patient began experiencing swelling on the left neck wound and was prescribed antibiotics. It was recommended by stryker medical expert to reopen the wound, irrigate the area.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device remains implanted.

Manufacturer narrative:
The reported event can be confirmed as the surgeon provided a patient's photo that showed signs of infection at the surgery location. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary. H3 other text : not available.

Event description:
It was reported that the patient had bilateral joints placed. Patient began experiencing swelling on the left neck wound and was prescribed antibiotics. It was recommended by stryker medical expert to reopen the wound, irrigate the area.